Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type intraoperative type 1a endoleak resolved after placement of a palmaz (non-endologix) stent is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a delayed type 2 endoleak (non-device related) occurred that was not included in the event as reported. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. This event is no longer a reportable event. Please remove from your complaint system. Corrections: h6: health effect - clinical code: remove code 1924. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Reportedly, due to right-side access calcium build there was difficulty advancing the sheath. A gore vbx (non- endologix) stent was implanted in the rcia allowing the sheath to advance (not device related). Additionally, due to calcium build up in the left-side the physician found it difficult to cannulate (not device related). The main body was deployed; however, due to the patient¿s anatomy the physician was unable to balloon until 28 minutes after polymer fill (not device related). The ovation ix iliac limbs were implanted with no issues. Cta identified an intraoperative type 1a endoleak. The physician elected to implant a palmaz (non-endologix) stent; however, final on cta there was blush remaining. The patient will continue to be monitored and a 30-day follow-up will be performed. Additional information: an internal clinical evaluation shows the intraoperative type 1a endoleak resolved after placement of a palmaz (non-endologix) stent. The evaluation also shows reasonable evidence to suggest a delayed type 2 endoleak (non-device related) occurred. Type 2 endoleaks are anatomy related events and are not caused or contributed by the device. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This event is no longer a reportable event. Please remove from your complaint system.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. Reportedly, due to right-side access calcium build there was difficulty advancing the sheath. A gore vbx (non- endologix) stent was implanted in the rcia allowing the sheath to advance (not device related). Additionally, due to calcium build up in the left-side the physician found it difficult to cannulate (not device related). The main body was deployed; however, due to the patient¿s anatomy the physician was unable to balloon until 28 minutes after polymer fill (not device related). The ovation ix iliac limbs were implanted with no issues. Cta identified an intraoperative type 1a endoleak. The physician elected to implant a palmaz (non-endologix) stent; however, final on cta there was blush remaining. The patient will continue to be monitored and a 30-day follow-up will be performed.